Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cracked touchscreen issue could not be verified, the touchscreen unresponsive and unreadable issues were verified, and a different issue was identified.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. There was no adverse impact to the customer¿s blood glucose level. The customer will continue to use current pump for insulin therapy.